Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: generalized illness, breast pain. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with mentor memorygel breast implants 400cc and suffered several unexplained systemic symptoms. The exact symptoms were not specified other than breast pain. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2020. During explantation, the right breast prosthesis was found to be ruptured. This report is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the patient also experienced bilateral keloid scarring. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of the file performed on nov 4 2020, it was determined that patient code 1994 (pain) be removed to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).